Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture.

Event description:
Medtronic received a report that while in use on a patient, the connection of pilot balloon and tube disconnected. There was no patient harm. Recannulation of a replacement tube was required.

Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed the inflation line was separated from the flange, and the end of the inflation line did not present a bonding agent. Manufacturing controls are in place to detect any damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.